Manufacturer narrative:
The insulin pump was received with blank display due to missing the battery tube spring. Unable to verify for filed battery test alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and corroded battery tube.

Event description:
It was reported that the customer received a failed battery test. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.